Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23312. It was reported that the patient's scs system was explanted on an unknown date for unknown reasons.